Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5x33mm xience sierra stent referenced is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a coronary stenting procedure to treat target lesions in the mid and distal right coronary artery (rca). Two xience sierra stents (3.5x33mm, 3.5x23mm) were implanted and were not overlapping. On (B)(6) 2019, the patient experienced stent thrombosis, an inferior st elevation myocardial infarction (mi), cardiac shock, ventricular fibrillation, liver shock, bradycardia, ventricular fibrillation, ventricular tachycardia, cardiac arrest, worsened cardiomyopathy, metabolic acidosis, and hyperkalemia. A revascularization procedure was performed to treat the stent thrombosis and mi. Defibrillation was performed as treatment of the ventricular fibrillation and cardiac arrest. Medications were administered as treatment of the mi, cardiac shock, ventricular tachycardia, metabolic acidosis, and bradycardia. Amiodarone was administered as treatment of the ventricular tachycardia but was stopped due to the bradycardia. Transcutaneous pacing was performed as treatment of the bradycardia. No treatment was provided for the hyperkalemia and shock liver. There was no additional information provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction, thrombosis, ventricular fibrillation, ventricular tachycardia and shock are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.